Event description:
The st. Jude medical representative reported that while in the hospital for a serious illness unrelated to this event, the patient presented with asynchronous brady pacing. When the ICD was interrogated there was no sensing. Electrograms indicated asynchronous brady pacing. The ICD was turned afo and left in the patient.